Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: expander lost all fluid. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor tissue expander that deflated after implantation. An ultrasound confirmed that the right breast¿s tissue expander had lost all fluid. As a result, the patient underwent explantation and replacement with an artoura breast tissue expander 600cc device on (B)(6) 2019. After explantation, it was noted that the device had a defective valve.